Manufacturer narrative:
Other, other text: device evaluation summary: one cadd legacy plus pump was returned for analysis. Review of device history log found no evidence of event in the history. Device testing included functional testing. The pump was found to be displaying "1870" error code on power up during the investigation. The customer's reported problem was confirmed. Problem source could not be identified. Pump's motor was replaced as a precaution.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump exhibited ?lec1870". No patient was involved in this event. No adverse effects were reported.